Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements of greater than 200 ohms and right ventricular (rv) pace and impedance measurements of greater than 3,000 ohms. Two signal artifact monitoring (sam) episodes were observed, resulting in the minute ventilation (mv) feature being disabled. Noise and oversensing were also observed, which had the appearance of mv oversensing. The device was found to be in safety mode. At this time the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements of greater than 200 ohms and right ventricular (rv) pace and impedance measurements of greater than 3,000 ohms. Two signal artifact monitoring (sam) episodes were observed, resulting in the minute ventilation (mv) feature being disabled. Noise and oversensing were also observed, which had the appearance of mv oversensing. The device was found to be in safety mode. At this time the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements of greater than 200 ohms and right ventricular (rv) pace and impedance measurements of greater than 3,000 ohms. Two signal artifact monitoring (sam) episodes were observed, resulting in the minute ventilation (mv) feature being disabled. Noise and oversensing were also observed, which had the appearance of mv oversensing. The device was found to be in safety mode. At this time the device remains in service. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Additional information was received that the patient with this device underwent a device changeout procedure. The device could not be interrogated prior to the procedure. Technical services (ts) discussed magnet and cautery use during procedure. The device was explanted and a new device implanted, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements of greater than 200 ohms and right ventricular (rv) pace and impedance measurements of greater than 3,000 ohms. Two signal artifact monitoring (sam) episodes were observed, resulting in the minute ventilation (mv) feature being disabled. Noise and oversensing were also observed, which had the appearance of mv oversensing. The device was found to be in safety mode. At this time the device remains in service. No adverse patient effects were reported. Additional information was received that the patient with this device underwent a device changeout procedure. The device could not be interrogated prior to the procedure. Technical services (ts) discussed magnet and cautery use during procedure. The device was explanted and a new device implanted, which remains in service. No additional adverse patient effects were reported.